Event description:
Medics were in the process of an inter-facility pt transfer, pt condition not reported. As the medics were moving the pt through the facility the device display went blank. Power was cycled to the device in an attempt to restore the display, without success. The reporter stated the pt was moved into a room and attached to a bedside monitor with very little delay in care to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation.